Event description:
It was reported that the customer's insulin pump's up button did not work. The customer said that his esc button did not work a week ago. The customer does not recall any significant events leading up to the alarm. The patient's blood glucose level was 160 mg/dl. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)